Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A pcb 5.00mm/ 2.0cm/50cm was returned for analysis. Based on potential root causes identified, the following attributes were considered during analysis: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified in the balloon which was indicative of a leak. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure and a pinhole leak was identified in the med section of the balloon. An examination of the balloon material and markerbands identified no issues. All blades were fully bonded onto the balloon with no issues identified. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion area was located in a mildly tortuous and mildly calcified upper arm artery. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm upon it's third inflation. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 80% stenosed target lesion area was located in a mildly tortuous and mildly calcified upper arm artery. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 10atm upon it's third inflation. The device was simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications were reported and the patient was good post procedure.